Event description:
It was reported that the ht50 ventilator failed calibration. There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the panel board assembly. The unit passed all testing and operates within the manufacturing specifications